Event description:
Customer reported a high blood glucose level, with the specific value unknown, described only as "high." Customer took corrective action by administering a correction injection using multiple daily injections (mdi) and planned to replace supplies as needed, with ongoing support requested for further assistance.